Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. Thermogard xp ivtm system was evaluated by zoll service at the customer site. The reported complaint of "the thermogard xp ivtm system (sn (B)(4) displayed "m ID:09" (air trap assembly)" was confirmed based on the review of the event logs and during the functional testing. The root cause for the m ID:09 error message was due to a defective air trap sensor block, likely attributed to an aging device. The thermogard console was manufactured in february 2011 and is 11 years old and has exceeded its expected serviceable life of 5 years. During visual inspection, no physical damages were observed. The event log data was downloaded and noted several mid 09 (air trap assembly) error messages, thus confirming the reported complaint. The thermogard console failed the initial functional testing due to m ID:09 error message, thus confirming the reported complaint. The air trap sensor block was replaced to remedy the fault. Following the repair, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(4).

Event description:
During ivtm therapy, the thermogard xp ivtm system (sn (B)(4) displayed "m ID:09" (air trap assembly). Another thermogard ivtm system was used to continue with ivtm therapy. No consequences or impact to the patient.